Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Physician has indicated that the device is not related to the event. Patient has discontinued all use of opioid narcotic pain medication and is not undergoing any intervention.

Manufacturer narrative:
(B)(4). Concomitant medical product - persona femoral cemented posterior stabilized narrow left size 8, catalog #: 42500006401, lot #: 62839198; persona ps fixed bearing articular surface left 11 mm height, catalog #: 42511400711, lot #: 62733486; persona cemented stemmed 5-degree tibia left size f, catalog #: 42532007501, lot #: 62919852. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00211, 0002648920-2017-00226, and 0002648920-2017-00225.

Event description:
It was reported that following a total knee arthroplasty of the left knee, the patient is experiencing itching, swelling and instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon review this is an FDA reportable event.